Event description:
The hcp reported that during a pump replacement surgery, he started to pull on the pump to remove it, and "he broke off the part of the pump that becomes catheter access port connection." The pump was replaced and returned to the MFR for analysis. The hcp reports there were no pt issues.